Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 07 may 2019. The customer stated that the data acquisition (da) board was replaced and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The data acquisition printed circuit board assembly was returned for failure investigation. During testing, the microstructure pressure sensor was found to be defective. It was determined that the defective pressure sensor caused the pressure accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The customer troubleshot with technical support. The customer was advised to swap the solenoid 2 and 4 and replace the data acquisition board. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilators proximal pressure sensor test failed. There was no patient involvement. Event date not specified: estimate used.